Event description:
During a laparoscopic gastric bypass procedure, some of the staples formed and some did not. Also, the knife blade appeared to be bent. Another like device was used to complete the case. There was no patient consequence.